Event description:
A posterior foot break not returned was found during evaluation of the returned device. Follow-up with the account stated that the separation must have happened when staff was getting the device out of the trash for return. There was no foot separation noted when the device was removed from the patient. Additionally, device analysis revealed that the internal marker lumen was occluded by blood, biological material was pushed out at the marker port. Follow-up with the account confirmed that there was no vessel damage noted at the time of procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no bleed back from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a two prostyle devices after a right leg interventional procedure of the superficial femoral artery using a 7f sheath. Initial flushing of the marker lumens with saline prior to use was successful. Reportedly, no suture was present when the plunger of the first prostyle device was removed. A second prostyle device was attempted; however, no bleed back was observed from the marker lumen. The device was repositioned, re-flushed successfully and reinserted but still no bleed back from the marker lumen was noted. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.